Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options. The ICD remains in service. No adverse patient effects were reported. Additional information was received indicating the ICD exhibited additional episodes of t-wave oversensing. The ICD sensing was reprogrammed from 0.6 to 0.8 after the first episode. The ICD remains in service. No adverse patient effects were reported.